Event description:
It was reported that while on patient, the knob for regulating the vacuum on the auxiliary o2 and suction module broke and became inoperable. There was no patient harm reported. (B)(4).

Manufacturer narrative:
Our investigations into the reported complaint showed that the plastic knob for regulating the vacuum on the suction unit, had a locking ring that did not fully withstand the force that was applied to it when turning the knob from the off position. If the knob is turned counter-clockwise to its off position extra hard by the user, this may result in a damaged knob and it may result in difficulty when trying to turn the knob clockwise in order to generate vacuum. A re-design of the locking ring will be implemented in the production line and as a spare part.

Manufacturer narrative:
A supplemental medwatch report will be provided when the investigation is finished.